Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited noise, oversensing, and high out of range pacing impedance measurements (>2500 ohms). There was no pacing inhibition. An invasive procedure was performed to explant the products. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured 21.8-23.8 cm from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve.